Event description:
Note: this report is a supplement to manufacturer report #3005099803-2008-4116.

Event description:
It was reported to boston scientific corporation on the event date, that a c.r.e.â¿¢ balloon dilatation catheter was used during a duodenal dilation on a female patient on the same day, (patient age and weight unknown). According to the complainant, the patient had a previous surgery to place a metal biliary stent. During the duodenal dilation procedure the cre balloon crossed the stent and while on the second inflation the balloon ruptured. The complainant noted that no visible part of the balloon detached from the device inside of the patient. The procedure was successfully completed at that time. There were no patient complications reported as a result of this event. The patients condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed by the user facility and is not available for return. However, balloon bursts can occur due to a sharp exterior source, such as a biliary stent, penetrating the balloon by putting pressure on the outside of the balloon. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.